Manufacturer narrative:
The customer declined to return the device for evaluation.

Event description:
The reporter stated that ed2 acuity system was down. This would result in the loss of ability to centrally monitor patients.